Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor contacted carefusion tech support because they were getting an error message/ alarm "vent inop" after changing out the old main printed circuit board for a new one. Alarms were visual and audible. The ventilator was on a patient at the time of the incident, however the distributor reports no harm to patient. The patient was switched to another ventilator.

Manufacturer narrative:
(B)(4). Carefusion tech support along with the foreign distributor determined that the probable root cause of the reported event, was most likely a faulty turbine assembly. Carefusion tech support shipped the distributor a replacement turbine assembly. They also issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty turbine assembly for evaluation. As of 03/20/2015, the alleged faulty turbine assembly has not been received by carefusion. Once received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.